Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, at the first firing, the power handle and adapter came off. The product was not used to the patient. Another shell was used to complete the case. There was no patient injury.